Manufacturer narrative:
Information references the main component of the system and other applicable component is: product ID 3887-56, lot# v115220, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for other chronic pain of the trunk and limbs. The patient noted that his spinal cord stimulator was not functioning well and not functioning correctly so, during interrogation of the device as well as viewing under fluoroscopy, it revealed problems with the placement and viability of the leads. Device interrogation and device data on (B)(6) 2014 determined that six of the eight electrodes were out of range. Imaging on (B)(6) 2014 determined that the lead migrated. The electrodes were out of range due to the lead migration. The leads were explanted and replaced on (B)(6) 2017 and were disposed of according to biohazard instructions. The event resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.